Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the fuse and the flat panel detector power supply were burnt out and needed to be replaced. The fse replaced the detector power supply and fuse. These components were returned for failure analysis. Analysis confirmed that the components had an electrical defect. After the detector power supply and fuse were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.